Manufacturer narrative:
A ge service representative performed an onsite investigation. The table sensor board was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a "table not ready, remove cassette" error message which prevented the system from booting up. There is no report of pt injury.